Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to atrial fibrillation (af) with the rapid ventricular response (rvr). At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.